Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing thresholds. The lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.